Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Concomitant medical product ¿ additional b5: describe event or problem ¿ additional d9: date device returned ¿ additional g3: date received by manufacturer ¿ additional h2: additional information /device evaluation h3: device evaluated by manufacturer ¿ additional h6: event problem and evaluation codes ¿ additional.

Event description:
It was reported that a signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and failed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction g6:type of report: follow up h2: additional information - correction.

Event description:
Subsequent to the initial MDR, a correction is required.